Manufacturer narrative:
Phone number: (B)(6).

Event description:
It was reported that during the implant procedure, a low shock impedance was measured shortly after connection to the new implantable cardioverter defibrillator (ICD). The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Offsite analysis confirmed the reported low high voltage low impedance (hvlz) measurement. However, additional analysis of the hybrid components involved in the hvlz measurement were nominal. Therefore, the cause of the reported failure was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.